Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block e1: physician phone number was not available; the health care facility phone number was used instead.

Event description:
This pertains to one of two speedband superview super 7 devices used during an esophageal varices procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy during the procedure. A second speedband superview super 7 device was then prepared, but the suture was detached. The procedure was completed successfully with a third speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event.

Event description:
This pertains to one of two speedband superview super 7 devices used during an esophageal varices procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy during the procedure. A second speedband superview super 7 device was then prepared, but the suture was detached. The procedure was completed successfully with a third speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block e1: physician phone number was not available; the health care facility phone number was used instead. Block h11: investigation results the device was returned for analysis. Visual inspection showed that the teeth were damaged, the bands were overlapped, and the slack was not taken up. The handle did not show evidence that the loop of the trip wire had been secured to the post. It was also found that the suture was detached, and the suture was not returned for evaluation. During media inspection, only the device box was visible in the image provided, and the device itself could not be observed to assess the reported issues. A labeling review determined that the device was used in a manner inconsistent with the instructions for use, which require securing the trip wire in the handle slot and taking up the slack prior to use. The instructions for use provide adequate information regarding proper preparation and operation steps for the device. A risk review was completed and confirmed that the event of suture detachment of device or device component is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the product analysis performed on the device, the ligator housing teeth were found damaged, indicating that excessive force during use or difficulty while introducing the device may have contributed to impaired handle function and band deployment. One band was observed damaged and another overlapped, conditions that may relate to procedural technique, device manipulation during deployment, anatomic tortuosity, or movement of the tissue grasped by the ligator unit. Additionally, the investigation found that the instructions for use were not followed since the slack was not taken up from the handle slot and the trip wire was not secured to the post. This setup condition can impair proper engagement of the trip wire with the handle mechanism once the ligator housing is installed on the endoscope, affecting the way the bands are supposed to be deployed during operation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.